Event description:
It was reported the programmer crashed right in the middle of a patient hospital check. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; programmer powered up without an error or crashing, however system error found in programmer error log. Analysis also found tabs on power cord bay door are bent, keyboard slide cover is missing, and system fan is noisy. Programmer failed left antenna test; left antenna found out of electrical specification. (B)(4).